Event description:
It was reported that the insulin pump alarmed motor error after it was exposed to an MRI scan. Noting further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.